Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1, d4, g4. The following sections updated: b4, b5, g3, g6, h2, h11. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. -no product was returned or pictures provided; visual and dimensional evaluations could not be performed. -medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: imaging impression: unremarkable appearance of the seventh posterolateral rib fracture fixed with rib fix advantage plate screw system. The device history record was not reviewed due to lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a screw slipped through the plate during tightening. The plate was replaced but the screw was left in the rib as it could not be removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) g2: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.